Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported tissue injury and mitral valve regurgitation (mr) were cascading effects of the slda. The reported heart failure was due to the increase of mr. Additionally, the reported patient effects of mitral valve regurgitation (mr), heart failure, and tissue injury are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was implanted successfully on lateral side of the anterior-2/posterior-2 (a2/p2) leaflets. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.on the day following the procedure, transthoracic echocardiogram (tte) was performed where it was determined that a single leaflet detachment (slda) occurred and clip was no longer attached to the anterior leaflet and lateral side of mitraclip was completely torn. Per the physician leaflet damage was due to the mitraclip. The mr was grade 3-4 after slda.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.